Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lobe was distorted/bent, there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism and the lead was damaged at implant. The analyst noted that due to dried blood under the overlay tubing and on the lobes, it could not be determined what caused the reported deployment issue. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that left ventricular (lv) lead (4194) was removed because the lead became dislodged. Another lv lead (4195) was attempted to be implanted, but the lobe prematurely deployed while advancing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.